Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was in the 600 mg/dl range. The customer stated that she was discharged 2 days later and was doing okay afterward. She stated that the infusion set had a bent cannula, which she discovered upon coming home from the hospital. The customer stated that her blood glucose reading had been 545 mg/dl while at home. She complained of sickness and vomiting after she had gone to work. Her mother transported her to the emergency room, and it was found that her white blood cell count was high. Upon admission, the blood glucose reading was between 550 to 600 mg/dl. She had been wearing the insulin pump at the time of the event and stayed overnight in the intensive care unit. She declined troubleshooting assistance for the device. Nothing further reported.